Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) analyzed the system remotely and confirmed that device was not booting up. After reviewing the log file rse found potential system software malfunctions. To resolve the issue field service engineer (fse) reloaded the system software and performed the required configuration adjustments. After reloaded the system software and performed configuration adjustments, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was not booting up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation into this complaint.